Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 12 am with a blood glucose level of 30 mg/dl. Unknown if the customer was wearing the insulin pump during their hospital stay. The customer was assisted by paramedics on (B)(6) 2016 for low blood glucose and was treated with food. The customer stated that they need to change their basal ratings. The customer did not troubleshoot and did not send the product back for analysis.